Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device exhibited noise and oversensing on the right atrial (ra) channel. The patient had called in and stated that they had uncomfortable stimulation the previous night. The health care professional (hcp) reviewed device settings and were not able to see any auto tests that could have caused this. Technical services (ts) stated that there were no auto threshold tests available for this device. Ts stated that it could be right atrial (ra) insulation issue. There was asystole for more than 2 seconds, however the patient had its own intrinsic ra marching through noise. Ts recommended to have further testing done in the clinic. This device remains in service. No adverse patient effects were reported.